Manufacturer narrative:
The field service engineer found leaky and worn cell rinse tubing on rinse stations. The tubing was exchanged and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. One of the initial values was reported outside of the laboratory to a patient, but it is unknown which one. The customer noted they had similar issues with two other tests on the analyzer, but no details were provided. The first sample initially resulted in a creatinine value of 2.32 mg/dl, which repeated as 0.98 mg/dl on a second instrument. The sample was also repeated on the complained analyzer, resulting in a value of 0.99 mg/dl. The second sample initially resulted in a creatinine value of 4.88 mg/dl, which repeated as 1.15 mg/dl on a second instrument. The third sample initially resulted in a creatinine value of 3.87 mg/dl, which repeated as 1.75 mg/dl on the same instrument. The creatinine reagent lot number was 61568201. The reagent expiration date was requested, but not provided.